Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion and an undetected upstream occlusion. Pump was infusing at 80 ml/hour, (drug, volume or care area was unknown) a new bag was hung and no fluid was infusing for 5 hours because the tubing became flattened in the pump and the device did not alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.